Event description:
Experienced a negative shift in troponin I patient and qc results. A biased result of the magnitude obtained might result in in appropriate physician action. Results were not reported and there was no report of pt harm as a result of this event.